Manufacturer narrative:
Corrected date: b3- (B)(6) 2024. One device was returned for evaluation. Visual inspection revealed a scratched lcd lens. There was no applicable evidence to review in the event history log. Functional testing was able to replicate the reported issue. The root cause was determined to be a faulty downstream occlusion (dso) sensor. The dso sensor was replaced and the error code was cleared. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that the device was alarming "reattach the cassette" and "error code 41100". The event occurred during testing.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.